Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and stated the device is shocking them. The right ventricular (rv) lead exhibited undersensing. The implantable pulse generator (ipg) and the rv lead remain in use. No further patient complications have been reported as a result of this event.